Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor reset during functional test. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor reset during the detection and treatment functional test. Upon evaluation there were 6 shorted components on ca board sn (B)(4) and 8 shorted components on high voltage board sn (B)(4). The cause for the detection and treatment failure was the shorted components. The root cause for the shorted components could not be positively determined. No adverse event resulted from the shorted components. The last pt to use this monitor did not report any problems.